Event description:
The customer reported that a falsely elevated total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed twice on the original analyzer. The repeat results recovered lower than the initial result and matched patient¿s clinical picture. The result of <5 miu/ml was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that a falsely elevated total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) and calibration were acceptable when erroneous result was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse verified sample dispense positioning, aspiration leak testing, assessment of reagent probe integrity, and confirmation of proper probe alignment, replaced acid and base pumps, washer aspirate probes, and base dispense probe, ran auto check and qc successfully. Subsequently, the cse replaced sample arm pressure sensor, manifold, and plunger. Siemens further evaluated the event and determined that the cause of the falsely elevated thcg result could not be determined. The instrument is performing according to specifications. No further evaluation of this device is required.